Event description:
The company was informed that the pt's device has extruded. The pt reportedly has a thin flap. The pt has reportedly developed an infection and is currently in the hospital. Surgery to explant the pt's device will be scheduled.